Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during prime after the customer changed the reservoir. It was stated that the alarm does not happen when changing the infusion set only but it did with the new reservoir. Blood glucose value is unknown. The product would be replaced and returned for analysis.